Event description:
It was reported that while removing the bag through the umbilical port the surgeon found one of the prongs (rims) within the abdomen. All prongs (rims) were successfully removed. The surgeon mentioned that he may not have fully pulled back on the thumb ring to the red line, and when creating slack the prong may have been exposed.